Manufacturer narrative:
It is normal to have a small gradient across a prosthetic valve after implant. If elevated, it may indicate obstructed flow across the valve. An increase in gradients may result from patient factors such as hypertrophic cardiomyopathy (hcm) or sub-valvular aortic stenosis. Additionally, an increase in gradients can indicate that a leaflet is not functioning optimally due to calcification or early thrombus formation. In the instance of a bioprosthetic valve in valve implant an increased gradient can be a result of intervalvular regurgitation and is not a result of a valve leaflet malfunction. If mild, these patients will not require intervention and will be followed with serial echocardiography. If significant and results in symptoms, it may require intervention. In this case, there was no allegation or indication a device malfunction contributed to the event. The cause of the increased gradient cannot be determined. However, it is possible that it may be related to the progression of pre-existing aortic valve disease. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported, approximately 3 years post transcatheter aortic valve replacement (tavr) with a 23mm sapien 3 valve in a previously implanted surgical valve, the patient has been on anticoagulation for 1 year with no improvements. The patient has not been seen or brought back for assessment. Mean gradient is above 50mm hg on tte. The patient feels poorly but refuse to be treated. Repeat tee and cta is planned and the valve will potentially be ballooned/retreated.